Event description:
The user received questionable low results intermittently for multiple assays on the cobas 6000 c501 analyzer. The event involved seven patient samples. Two patient samples gave discrepant results for cholesterol generation 2 (chol2) which occurred on (B)(6) 2010. Patient sample 1, the initial result was 9 mg/dl, the repeat result was 196 mg/dl. Patient sample 2, the initial result was 9 mg/dl; the repeat result was 238 mg/dl. To the customers' knowledge, no erroneous results were reported outside the laboratory and did not expect that any patients were affected by the event. The reagent lot number for chol2 was 62476401. The field service representative determined the cause was a problem with the rinse unit operation. Multiple components were replaced and adjustments performed. Performance tests were run and within specification.